Event description:
The account observed an increase of error code 1007, unable to process test, activated read failure on the architect i2000. The cta instructed the customer to replace the reaction vessel lot. No impact to patient management was reported.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01227, and 3005099803-2010-01228 for the other associated device information. It was reported to boston scientific corporation that a radial jaw 3 max capacity single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, when the device was removed from the package, the clevis was noticed bent. A second radial jaw 3 max capacity single-use biopsy forceps was opened and the clevis was bent. A third radial jaw 3 max capacity single-use biopsy forceps device was obtained and also had a bent clevis. The procedure was then completed with a fourth radial jaw 3 max capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessels (rv), list # 7c15-01, lot #68492p100. Upon further review, an additional suspect rv lot, 68492p100 was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The patient's brother reported the patient coded, the device did not shock him, and he died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.